Manufacturer narrative:
This report is submitted on august 31, 2022.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient underwent revision surgery in (B)(6) 2020 (specific date not reported) to reposition the device.